Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that the pump re-booted without user intervention. She stated that the pump beeped and the verify screen appeared on the display. The pt noted that the battery cap was secure, the yellow o-ring was not visible, the spring and metal contacts on the battery cap were intact, and there were no cracks on the battery compartment. The pt reported that she did not receive a replace battery alarm prior to the event.